Event description:
The hosp reported that during preparation for a coronary artery bypass graft surgery, the blue prolene suture (tether) is too short in length and the metal posts could not be properly placed for seven heartstring seals. The case was completed by using a partial occlusion clamp. No additional pt complications were reported. Failure analysis determined in 2004 that the first seal was functional to product specification and six seals were cracked. Six reports will be submitted for cracking based on failure analysis results. A report will not be submitted for the first functional unit. This report is for the seventh cracked seal and a partial occlusion clamp.